Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190308 - file-2019-00207 - analysis_and_closure_report_resp-2019-00238.pdf].

Event description:
On (B)(6)2012, the pacing system was implanted. Reportedly, on (B)(6)2018, the patient received external defibrillation shock due to a ventricular fibrillation. No precautions were taken with regards to the placement of the defibrillator pads. After the shock delivery, it was not possible to interrogate the pacemaker. The pacemaker was explanted on (B)(6)2018 and was returned for analysis. Preliminary analysis revealed normal pacemaker functioning before the external defibrillation.

Event description:
On (B)(6) 2012, the pacing system was implanted. Reportedly, on (B)(6) 2018, the patient received external defibrillation shock due to a ventricular fibrillation. No precautions were taken with regards to the placement of the defibrillator pads. After the shock delivery, it was not possible to interrogate the pacemaker. The pacemaker was explanted on (B)(6) 2018 and was returned for analysis. Preliminary analysis revealed normal pacemaker functioning before the external defibrillation.